Event description:
Revision occurred approximately 10 weeks after the prior revision surgery which occurred on (B)(6) 2024. Primary surgery occurred on (B)(6) 2024. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. 32 mm centered glenosphere and 32 mm + 9 humeral stability cup explanted. These were replaced with 36 mm centered glenosphere and a 36 mm + 3 humeral stability cup.

Manufacturer narrative:
Revision occurred after 10 weeks for dislocation of unknown cause. No actual, implied, or suspect link to fx product.